Event description:
It was reported that the patient's interstim device was only effective for her urinary retention for a couple of months following implant. She has not yet received reprogramming and she now experiences painful urinary tract infections twice a month and requires near constant antibiotic treatment. Concern was expressed over the device causing nerve damage because the patient's foot twitches and she experiences buzzing in her ear when on the phone. Further information is being requested form the hcp.

Manufacturer narrative:
Buzzing in hear.